Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 4 months after the dental implant was installed in pt's mouth, it was verified its loss of osseointegration, but didn't provide any other info about the case.